Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a triple lumen polyurethane central venous catheter was placed on (B)(6) 2018 in the right femoral vein. On (B)(6) 2018 the blue hub was found cracked causing leakage and required replacement. The patient was started on antibiotics to prevent potential infection. Multiple medications were ordered for the patient, however, it is unknown which medications were infused through the line. Additional patient and event information are unknown. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
B5: please disregard the inadvertent reference to a final report under follow-up 1. F11: inadvertently entered information regarding the sus voluntary report, mw5080167 in this section. However, e4 should have been marked yes instead at the time of the initial MDR. D4-rpn: as this is the only complaint with a temporary 5 french triple lumen catheter reported by the customer with no lot information on the sus voluntary report, mw5080167 or in communication with the manufacturer, it was determined that the gpn of this complaint could be updated based on the examination of the returned device. Device evaluation: the complainant returned one triple lumen non-abrm coated catheter to the manufacturer for investigation. Physical examination of the returned device showed: there was no surface damage apart from cracked blue hub. Biomatter was present in all lumens and on hubs and manifold. Sticky residue was present on the extension tubes. A leak test was performed. The red and white hubs are fully occluded. Neither hub showed leakage. However, the blue hub leaked. The crack in blue hub was found along the hub wing. 0.8 cm long. A gate is present on the wing opposite the crack. Cavity number 2. Additionally, another manufacturer's adapters were attached to the hubs. An additional device failure analysis was performed in order to inspect the catheter shaft. The overall catheter showed no obvious signs of defects or damages aside from blood and biomatter. The catheter itself was not trimmed as there were no indications of the shaft being cut. The catheter shaft length spanned 8cm in length from the white hub to the distal tip of the catheter. There were three centimeter markings present from 5cm to 7cm. Investigators could recreate the reported failure mode of blue hub leakage. The occlusions noted in the red and white hubs were not reported to the manufacturer and are most likely due to dried biomatter as a result of removal and shipping. As such they are not considered separate complaints. Investigation: a document-based investigation reviewed the following: documentation, instructions for use, manufacturing instructions, and quality control specifications a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Per the IFU: precautions: ¿¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively...¿ how supplied: "...store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Supplier investigation: the manufacturer did not request that the supplier investigate this occurrence as the exact rpn and lot information are unknown. However, the supplier was informed of this occurrence. A similar supplier investigation is referenced. The supplier described the failure mode as: the crack location in the hub is not provided, but is assumed along the weld line like other cracked hub reports [the dfaf later confirmed the crack to be along the weld line]. The weld line of the hub is the hub's weakest feature. If the male luer fitting is over engaged in the female luer taper of the hub, the weld line can be prone to cracking due to excessive force. The supplier reviewed manufacturing logs of hub lots, no anomalies were noted in the manufacturing process; parameters were within validated manufacturing specifications. No evidence exists to assume parts do not meet specification. Inspections performed during manufacturing yielded no parts out of specification. The supplier stated that there was no known relationship of the device to the reported event. The supplier concluded that no nonconforming product has been identified in-house or in the field based on the investigation. The hub fractured because the hub's weld line strength was exceeded by forces exerted from over engagement of male luer fitting. Conclusion: based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no additional escalation is required. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case. The final report submitted on 27jun2018 remains unchanged.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.